Event description:
A customer reported an alarm issue with the adc device, with use with xiaomi redmi 10/os 11. The customer reported that the low glucose alarm would trigger in vibrate mode only, and therefore the customer did not hear it sound. The customer subsequently experienced a seizure and loss of consciousness and paramedics were called. The customer did not know what treatment was provided, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported that the alarms only triggered vibrations and no sound. Attempted to replicate the user¿s complaint using similar configurations of google pixel 2xl (android 11, 2.8.4.9335) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with xiaomi redmi 10/os 11. The customer reported that the low glucose alarm would trigger in vibrate mode only, and therefore the customer did not hear it sound. The customer subsequently experienced a seizure and loss of consciousness and paramedics were called. The customer did not know what treatment was provided, for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.